Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of unknown morphine, clonidine and another unknown drug (either marcaine or bupivacaine; doses and concentrations were unknown) in a pain infusion pump for non-malignant pain. The patient was told by the healthcare provider (hcp) the day prior at an appointment the catheter was broken (also reported as "port was broken" or the "catheter was disconnected from the pump"; later reported as "pump broke" and catheter was coming out). Fluid was "leaking out of the pump." The hcp put "some pressure" on the pump port and "fluid was coming out of the patient's body." The patient also had a red spot, which swelled to the size of a quarter over the pump. The patient was soaking in hot water and the red spot burst; fluid came out. The patient was then given antibiotics in the emergency room (ER) and was told to follow-up with his hcp. It was noted the patient tripped and fell on right side (where the pump was placed) the same week in which the pump issues began ((B)(6) 2015). The patient was sore and his hip hurt after the fall. It was further stated the hcp told the patient the port was broken or the catheter was disconnected. The patient recently relocated to colorado and did not have a managing hcp. Additional information was requested from the hcp regarding the specific pump/catheter issue.

Event description:
Information was received from a consumer. A hole had developed where the catheter had been sutured and drug/fluid was leaking.